Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base, and it is only holds on by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the clamp tip of the force bipolar instrument broke but was still holding on by a cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was clarified to have a dislodged jaw/hinge. There was no injury to the patient as a result of the issue and the jaws were not stuck on tissue when the event occurred. There was no adverse effect to grasped tissue, no unexpected tissue removal, or bleeding as a result of the issue. Photographic images of the device are not available for review.